Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 27mm bioprosthetic mitral valve, implanted approximately three (3) years and one (1) month, was explanted due to unknown reasons. The explanted device was replaced with a 27mm pericardial valve. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Post·operative atrial fibrillation (poaf) is a common arrhythmia associated with cardiac surgery. Poaf can result in complications and increased healthcare resources. The reported prevalence and incidence of poaf varies among different studies, depending on population profile, type of surgery, arrhythmia definition and detection methods, and design of study. The incidence of poaf is much higher when compared with the general population, even among older patients and in non·cardiac surgery patients. Postoperative predictors of poaf included asynchronous atrial or atrioventricular pacing, intra-aortic balloon pump use, q-wave mi, pericarditis, chf, hypokalemia, hypomagnesemia, beta-blocker or ace-inhibitor withdrawal, and treatment with inotropic drugs, beta-blockers, ace inhibitors, calcium channel blockers, nsaids, amiodarone, or supplementation with potassium or magnesium. For patients experiencing poaf, postoperative variables were defined by their occurrence before the onset of atrial fibrillation. It has been demonstrated that poaf tends to occur within 2 to 4 days after the procedure, with a peak incidence on postoperative day 2. Seventy percent of patients develop this arrhythmia before the end of post-operative day 4 and 94% before the end of post-operative day 6. Thus, events of atrial fibrillation occurring beyond the first postoperative week are much more likely to be due to the patient's underlying pathophysiology, rather than the implantation procedure. The clinical observation could not be confirmed.

Event description:
Edwards has learned through follow-up that the patient had post-op atrial fibrillation with intermittent bradycardic ventricular response and underwent permanent pacemaker insertion post operatively after re-do mitral valve replacement and tricuspid ring repair.

Manufacturer narrative:
Device was not returned. The device was not returned to edwards for analysis as it was discarded by the hospital. Without return of the device or additional information, we cannot determine the root cause of this event. The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.